Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 274 mg/dl and current blood glucose level was 211 mg/dl. Customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump and saline drip magnesium potassium. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.